Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a non sustained ventricular tachycardia (nsvt) episode for which there was no electrogram (egm) to review. There were also multiple pacemaker mediated tachycardia (pmt) episodes and far-field oversensing on the atrial channel of ventricular events. The patient was noted to have passed out four times in the last two months for unknown reasons. Programming options were questioned. Technical services (ts) discussed programming and troubleshooting options. It was noted that the atrial sensitivity was reprogrammed. No other adverse patient effects were reported.